Event description:
It was reported that the oasys screw tulip disengaged from the screw during final tightening. The doctor removed the screw and replaced it with another screw and the case was finished.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment.results: the customer event of a tulip disengagement of an oasys polyaxial screw was confirmed via visual inspection. The most likely cause of the event is excessive tightening of the screw or from improperly contoured rod during surgery.conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that the oasys screw tulip disengaged from the screw during final tightening. The doctor removed the screw and replaced it with another screw and the case was finished.